Manufacturer narrative:
The reported event occurred on a cobas ampliprep instrument with serial number (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t ce-ivd assay performed within specifications. A review of the data confirmed reactive results for two pools of six samples (pp6) and their corresponding resolution pools of one sample each (resp1). The growth curves for these samples were robust and sigmoidal in shape, consistent with the amplification of a true target. For donor a, the reactive results from the initial sample and resolution pool, followed by non-reactive serology and a non-reactive retest from a later draw, suggest a possible cause of contamination during sample handling. For donor b, without follow-up testing, it was not possible to determine whether the reactive result was due to a true hcv infection or contamination. Instrument maintenance was confirmed to be up to date, and no trends were identified. The device remains in operation, and the customer was advised to adhere to sample and reagent handling guidelines.

Event description:
The initial reporter alleged discrepant results with the kit s201 t-scrn mpx v2.0 96t ce-ivd assay on the cobas ampliprep instrument. The event involved two pools of 6 samples (pp6) tested on (B)(6) 2020, both of which were reactive for hepatitis c virus (hcv) with cycle threshold (CT) values of 38.4 and 36.3. These pools were further tested in resolution pools of one sample each (resp1), and one sample from each pool was reactive for hcv with CT values of 34.2 and 36.3. Serology testing for both samples, which included immunoglobulin g (igg) and immunoglobulin m (igm), was non-reactive for hcv. For one donor (donor a), the initial sample was tested on (B)(6) 2020 and was reactive. A new sample from a different draw, tested on (B)(6) 2020, was non-reactive for hcv. Serology for this donor was also non-reactive. No follow-up testing was performed for the second donor (donor b). Donations were not released.